Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement psu/camera kit shipped to site (B)(4) 2013. Medtronic investigation of returned suspect camera states the laser pointer on the psu was found to be functional, whether activated from the button on the front panel or from the handle button. However, the psu failed an aak test at .74mm with a threshold of .35mm. This incorrect function did not cause the event.

Event description:
A medtronic representative reported that a navigation system camera laser was not working properly. This was identified outside surgery. There was no patient present.